Event description:
It was reported that upon investigation of the returned system controller, multiple damaged components in the driveline circuitry were found.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the controller not communicating with the system monitor and a pump stop were confirmed via evaluation of the returned heartmate ii system controller (serial number: (B)(4)). The reported event of no external power alarms was confirmed via analysis of the log files. The controller was connected to a test system monitor/power module and it was observed that no data was transferred from the controller to the system monitor; yellow wrench advisory and low battery advisory alarms activated on the test power module. The controller was disconnected and reconnected to a test system monitor/power module and the controller was able to communicate with the system monitor. The driveline was connected to the controller and the pump did not start operation; pump off and low flow alarms activated on the system monitor. The communication issue with the system monitor was intermittent during testing. Troubleshooting of the controller revealed that multiple components were damaged in the driveline circuitry of the controller. Component u10, which is the main microcontroller unit (mcu) of the controller, was also found to not output appropriate voltage levels to the driveline circuit lines. Circuit analysis of the communication lines of the controller did not reveal any damaged components; however, a damaged component u10 may also result in the intermittent communication issue observed. The submitted log file and the log file downloaded from the returned controller contained approximately 42 days of data combined ((B)(6)2022 per the timestamp). No external power alarms activated on (B)(6) 2022 at 20:50:53 and on (B)(6) 2022 at 18:23:34 due to both power cables being disconnected from external power; the alarms resolved when the controller was reconnected to external power. The log file captured that the system controller backup battery supplied power to the system and pump function was not affected during the losses of external power. The log file captured the controller being turned off after a no external power alarm activated on (B)(6) 2022 at 14:40:08. The log file events captured that the pump maintained a speed above the low speed limit while the driveline was connected. The root cause of the reported events was determined to be damage on the controller circuitry. However, the cause of the damage on the components could not be determined. The root cause of the no external power alarms was determined to be a user error in which both system controller power cables were disconnected. Heartmate ii patient handbook (rev. C) section 5, entitled ¿alarms and troubleshooting¿, and heartmate ii instructions for use (rev. C) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the pump stop. Driveline disconnect, no external power and low voltage advisory alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii instructions for use (IFU) (rev. C) section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate ii lvas. This section explains how to properly switch between power sources. This section also states that at least one system controller power cable must be connected to a power source (mpu, power module, or two heartmate 14 volt lithium-ion batteries) at all times. This section explains how to properly use the power module and the actions to take in the event of a power failure. Heartmate ii patient handbook (rev. C) section 6, entitled "caring for the equipment", describes how to care for and clean all equipment, including the system controller. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate ii lvad, including inspecting the system controller and the system controller backup battery. Heartmate ii patient handbook (rev. C) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed that the heartmate ii system controller, serial number (B)(4), was manufactured in accordance with manufacturing and qa specifications. The heartmate ii system controller was shipped to the customer on (B)(6) 2018. No further information was provided. The manufacturer is closing the file on this event.